Event description:
It was reported that this patient with artificial urinary sphincter (aus) experienced atrophy. The aus cuff was replaced with a smaller one. There were no additional patient complications reported.